Event description:
A report was received that the patient was receiving inadequate stimulation. The patient underwent revision and it was found out that the paddle lead was fractured and four contacts were detached. Paddle lead was believed to be broken due to suture sleeves sliding into body of the paddle and separating wires from paddle as lead moved. The paddle lead was explanted and replaced with a new one. The patient is doing well after the procedure.

Manufacturer narrative:
Additional information was received that one of the detached contacts was retrieved. The remaining three contacts, which were not in the epidural space, were left by the physician in their location.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was receiving inadequate stimulation. The patient underwent revision and it was found out that the paddle lead was fractured and four contacts were detached. Paddle lead was believed to be broken due to suture sleeves sliding into body of the paddle and separating wires from paddle as lead moved. The paddle lead was explanted and replaced with a new one. The patient is doing well after the procedure.